Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Although no parts were returned for evaluation, a photograph of the damaged component was provided for review. Based on the provided photograph, the reported event was able to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on the power supply of a fresenius 2008t hemodialysis (hd) machine. The biomed discovered the damage during an annual preventive maintenance (pm) check. The biomed stated that the white wire on the bridge rectifier was discolored/melted, and the copper wire underneath was showing signs of corrosion. Upon follow-up, the biomed reported that the yellow plastic connector on the wire from the transformer to the bridge rectifier was burnt and melted. The biomed did not think the connector was ever in any danger of catching fire; however, the biomed replaced the power supply as a precaution. There were no signs of any burning smell, arcing, sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The machine hour meter was reading 9,891 hours at the time of the event. The machine was put back in service after the repair was completed. The biomed provided photo evidence of the thermal damage and sent the power supply back to the manufacturer for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on the power supply of a fresenius 2008t hemodialysis (hd) machine. The biomed discovered the damage during an annual preventive maintenance (pm) check. The biomed stated that the white wire on the bridge rectifier was discolored/melted, and the copper wire underneath was showing signs of corrosion. Upon follow-up, the biomed reported that the yellow plastic connector on the wire from the transformer to the bridge rectifier was burnt and melted. The biomed did not think the connector was ever in any danger of catching fire; however, the biomed replaced the power supply as a precaution. There were no signs of any burning smell, arcing, sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The machine hour meter was reading 9,891 hours at the time of the event. The machine was put back in service after the repair was completed. The biomed provided photo evidence of the thermal damage and sent the power supply back to the manufacturer for evaluation. There was no patient involvement associated with the reported event.